Event description:
Procedure type: lap colon. According to the reporter: when the stapler was fired, staples deployed but the knife did not cut. The case was converted from a laparoscopic procedure to an open procedure.

Manufacturer narrative:
(B)(4).